Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient experienced an infection at the implant site post implant procedure. The infection is being treated with antibiotics.

Manufacturer narrative:
A post implantation infection was reported to abbott. The patient was treated with antibiotics to resolve the issue. A sterility record check was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection was not determined to be product related.